Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The reported material deformation and the reported stent dislodgement were able to be confirmed. The reported difficulty to remove was unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that during removal of the protective sheath and mandrel, resistance was met and the stent implant was noted to be heavily deformed and dislodged from the balloon. The device was not used. There was no patient involvement. A different xience alpine sds was used successfully in the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.